Event description:
It was reported that continuous glucose monitor sensor showed error message while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was walked through complete pump reset, and pump did not show error again; customer was then advised to wait 20 minutes before starting new sensor session and confirmed understanding of instructions.